Event description:
It was reported that the gastrointestinal videoscope exhibited error 216 and image noise during inspection for use in an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the reported issues were not reproduced. The cause was not determined because no device problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.